Event description:
It was reported that the product shut off in the middle of a case, resulting in a delay of 30 minutes. It was further reported that there was no harm to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.